Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tore through an artery and is currently halfway out of the vein and being held by scar tissue post filter implant. Furthermore, it was alleged that the filter struts detached and is retained in the patient¿s body. Additionally, the patient allegedly experienced chest pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight years eleven months later, the patient presented with abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis without intravenous contrast showed that an inferior vena cava filter was present. There was mild lateral tilt of the filter. The filter legs protruded through the inferior vena cava wall. After, one week, a computed tomography (CT) abdomen and pelvis showed a lateral tilt of the inferior vena cava filter with legs protruded through the inferior vena cava. The position of the filter was unchanged from the previous study. After, one month and eight days, a computed tomography (CT) abdomen and pelvis without intravenous contrast showed that an inferior vena cava filter was present. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. However, the investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, g2, g3, h6 (device, conclusion). H11: d4 (product catalog number), d6 (date of implant), g1, h6 (patient, method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for limb detachment and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tore through an artery and is currently halfway out of the vein and being held by scar tissue post filter implant. Furthermore, it was alleged that the filter struts detached and is retained in the patient¿s body. Additionally, the patient allegedly experienced chest pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.